Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around the objective lens was peeled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic laparoscopic inguinal hernia repair, the flex deflectable videoscope's image becomes dark and unviewable and was completed with a similar device. There were no reports of patient harm.